Manufacturer narrative:
(B)(4). Due to great variability of patient gastro-intestinal behavior, the pillcam patency capsule may occasionally disintegrate at a time outside the 30-100 hours range of most patients. In this case, dissolution started after approximately 48 hours which is within the specified range. The device worked as intended.

Event description:
The physician reported patient with suspected crohn's disease had symptoms of bowel obstruction two days after ingestion of patency capsule. The patient swallowed patency capsule on (B)(6) 2016. The same day the patient reported to hospital with severe pain in the stomach. When an x-ray was done. One could see that the patency capsule was still in the patient after more than 48 hours. A CT scan was done. The physician noted that the CT scan indicated that the capsule had started to disintegrate two days post-ingestion. The patient's condition improved, and the obstruction had resolved.